Manufacturer narrative:
The pump is not being returned to animas for evaluation. It was reported that use error was the cause of the hyperglycemic event.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient's blood glucose was greater than 500 mg/dl with extreme thirst. No other symptoms or the presence of ketones were reported. The patient self treated with a bolus from the pump (with a new infusion set) to resolve the hyperglycemia. It was reported that the pump emitted multiple occlusion alarms. When the infusion set was removed, the patient asserted that the cannula was bent. During trouble shooting the patient disconnected from the pump and reported that the tubing could be primed without an occlusion alarm. The pump was not replaced because the occlusion alarms were found to be due to the bent cannula. This complaint is being reported because the patient experienced hyperglycemia as the result of use error (not replacing infusion set when occlusion alarms occurred).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.